Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported that the pt passed away after approx 9 months of support on the lvad. The pt's cause of death was not reported to the MFR; however, the hospital requested an examination the explanted pump for "thrombus/infection and defects".